Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: while the ivc filter deployment through femoral approach the filter automatically deployed inside the sheath during the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and returned device. The complete device was returned in original tray. On the femoral introducer the safety lock pressed, i.e. The system was unlocked. An investigation of the sheath revealed some dents approx. 49cm from the hub, which were probably caused by the primary filter legs. After cutting open the sheath the filter was removed and found according to specifications. Based on these findings it is suggested that the system was inadvertently unlocked during filter advancement through the sheath, thus causing the filter to deploy inside the sheath. IFU, instructions for use: when the filter position is correct, push the red safety button to prepare filter release. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the it did not perform as intended. Cook medical will continue to monitor for similar events.